Manufacturer narrative:
The insulin pump was received with unresponsive arrow buttons due to corroded keypad traces also had corroded motor home switch and severely scratched display window. Unable to verify motor error alarm due to button keypad anomaly. The insulin had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced.